Event description:
During an in-clinic follow-up, the device was interrogated but the interrogation took longer than usual. During the interrogation, the device also went into backup vvi (bvvi) mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient is stable.